Manufacturer narrative:
(B)(4): the keypad was observed to be torn at the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting button function. The damaged keypad should be obvious and detectable by the user and should alert the user to discontinue use of the device. The up and down arrow buttons were found to be unresponsive to presses. The keypad was removed and adhesive was observed under the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to down button presses. There is no evidence; however, that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.